Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reporter's occupation is other / not applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, dilaudid, and morphine of an unknown drug concentrations at an unknown dose rates via an implantable pump for spinal pain. It was reported that the patient¿s pump was implanted / put in her stomach, and the pump had shifted in her stomach. The pump was sticking up and was hurting the patient. The date of event was (B)(6) 2015; the date (B)(6) 2015 is considered an approximate date of event (month and year known only). No further patient complications have been reported as a result of this event.